Event description:
It was reported that there was a 'cassette not properly attached' issue, there was unknown patient involvement

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The event history log was reviewed. The reported problem could not be confirmed through functional testing. No action was taken to resolve the issue. Preventative maintenance was performed.

Event description:
There was no patient involvement. The issue was discovered during testing.